Event description:
A report was received that the patient experienced radiating discomfort from the device into hip and leg. It was also noted that the pocket site was tender to touch and had sutures that was exposing on the surface of the skin. The patient will undergo pocket relocation procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned and doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient experienced radiating discomfort from the device into hip and leg. It was also noted that the pocket site was tender to touch and had sutures that was exposing on the surface of the skin. The patient will undergo pocket relocation procedure.